Event description:
It was reported by service report that the scale reading was inaccurate. There was patient involvement, however no adverse consequences are reported.

Manufacturer narrative:
Foot-end load cell.